Event description:
A barostim system was implanted on (B)(6) 2019, and a normal replacement on (B)(6) 2025. During the normal ipg replacement, the physician accidentally cut the lead while opening the device pocket. As there was no repair kit in stock, the physician decided to repair the lead by removing about 0.5 cm of the lead isolation on both ends of the cut lead, then connecting the metal wire inside the lead pieces by twisting them into each other. The physician covered the connection with sterile plaster and lumen sterile plastic tube. The ipg replacement was completed, and the impedance check was done. The device was working as expected and it was advised to check the system again in a couple weeks. The procedure was delayed by 60 minutes due to the repair. As of (B)(6) 2025, it was confirmed that the impedance remained stable.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was that the physician accidentally cut the lead while opening the device pocket. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).